Event description:
Patient underwent ibf and fixation at l5-s1 in 2009. Patient presented two weeks post-op with bowel and bladder disturbances. Examination revealed retropulsion of the l5-s1 fusion cage. Patient was revised.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.